Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active fluidics management system in an opened tray was visually inspected. The stem of the irrigation luer was broken with a white stress mark in the returned condition. The broken stem was also received. From lab experience and by replicating the event in the lab, this can be caused by handling due to over rotating the luers. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Over rotating of the luer stem can cause a break leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time; however, user handling is suspected. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the connecting part on the irrigation side broke when replacing the ultra sound handpiece to the irrigation/aspiration handpiece during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Corrected information provided in d4. The manufacturer internal reference number is: (B)(4).